Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was off the insulin pump over 48 hours during hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of up to 1600 mg/dl at the time of incident. The customer's current blood glucose is 261 mg/dl. The customer was treated with antibiotics in the hospital and for high blood glucose level with manual injection. The customer reported that the auto mode is not on. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that they hospitalized and off the insulin pump. The insulin pump will not be returned for analysis.